Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2014 and a topical skin adhesive was used. On (B)(6) 2014 it was noted that the patient developed a red raised rash. The patient was treated with prednisone and benadryl.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.